Manufacturer narrative:
Multiple lot numbers referenced in the parent complaint. Medical device lot # 6231990, medical device expiration date: 08/31/2021, device manufacture date: 08/18/2016. Medical device lot # 6224667, medical device expiration date: 08/31/2021, device manufacture date: 08/11/2016. Medical device lot # 6106694, medical device expiration date: 04/30/2021, device manufacture date: 04/15/2016. (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for separation with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lots and no issues were identified. Conclusion: the root cause / potential root cause for the hub/collar separation was determined to be excess torque applied to the eclipse units when screwing into the holders.

Event description:
It was reported that the green needle safety shield of bd vacutainer® eclipse¿ blood collection needle detached after attaching the needle to the holder. No injury or medical intervention.